Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned in segments and analyzed. It was reported that the rv pacing impedance spiked to 1500 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high.

Event description:
It was reported that the rv pacing impedance spiked to 1500 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.